Manufacturer narrative:
Internal file number: (B)(4). A visual inspection was performed on the returned device and the reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported hypotube and marker separation appear to be related to operational circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during advancement onto the guidewire, the hypotube kink resulting in the hypotube separation at the femoral marker. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending coronary artery. The 3x12mm nc trek bdc was going to be used for post-dilatation, but during preparation, the shaft became separated outside the patient body prior to insertion. The device was not used and there was no patient involvement. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.